Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-15303, 15304. The patient's spouse reported the patient has not used or charged her scs system since approximately (B)(6) 2013 because the system caused her pain and did not provide relief. The patient desires to have her scs system explanted and will consult with her physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.